Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is february, 2021. Event day was not reported. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a cholecystecomy procedure, the clips closed correctly but from the fifth clip on, they were deformed. A new device was opened and there were no consequences for the patient.